Manufacturer narrative:
Further information was requested but not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-02647. Related manufacturer reference number:2938836-2019-02649. It was reported that the patient expired. The cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device.